Manufacturer narrative:
An event regarding size/fit issue involving a restoration modular stem was reported. The event was not confirmed. Method & results:-device evaluation and results: a dimensional inspection was performed. The features that could be measured, conformed to the required specifications with no evidence of a dimensional issue sequence 1 and 14 could not be measured due to the plasma coating.-medical records received and evaluation: not performed as medical records were not provided.-device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.-complaint history review: review indicated there have been no other similar events for the reported lot.conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as operative reports and x-rays are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revised - second stage revision surgery - during the revision, surgeon reamed for a 16mmx157 rest. Mod. Bone stem. Upon implanting the stem, stem subsided and therefore necessitated surgeon to remove the stem and ream up for a 17mm x167 stem. Surgeon was using zimmer reamers for this case not stryker reamers.on 12/16/2015: the sales rep confirmed that the revised devices were not stryker implants. Zimmer flexible reamers were used and the reamer, 16x167 stem trial and final stem were measured through a hole gauge. To clarify, the 16 stem trial sat at the level of the +10 body whereas the actual 16x167 stem subsided well past the +30 body seating level, thus causing a 17x167 stem to be opened to complete the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right hip revised - second stage revision surgery - during the revision, surgeon reamed for a 16mmx157 rest. Mod. Bone stem. Upon implanting the stem, stem subsided and therefore necessitated surgeon to remove the stem and ream up for a 17mm x167 stem. Surgeon was using zimmer reamers for this case not stryker reamers. On 12/16/2015: the sales rep confirmed that the revised devices were not stryker implants. Zimmer flexible reamers were used and the reamer, 16x167 stem trial and final stem were measured through a hole gauge. To clarify, the 16 stem trial sat at the level of the +10 body whereas the actual 16x167 stem subsided well past the +30 body seating level, thus causing a 17x167 stem to be opened to complete the case.